Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that the device was manufactured in zb (B)(4) and will be now be reported under this medwatch. The old medwatch number is: 0001822565-2018-06809-2. Concomitant medical products: cpt mod hd st/st 28mmd med nck, cat: 00-8011-002-28, lot: 60093327. Trilogy acet shell 54mmodclust, cat: 65-6200-054-22, lot: 60108927. Poly liner 50/52/54x28, cat: 00-6105-050-28, lot: 60131092. Cpt centralizer pmma pkgd, cat: 32-8333-055-00, lot: 60098894. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Patient underwent revision due to stem fracture resulting in pain. Prior to patient knowing stem had fractured, she underwent treatment for pain: root injections into l3 disc area and right "sacroliac" joint. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.